Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the fourth day of wear. The customer experienced discomfort and vertigo and was taken to the hospital. Customer was diagnosed with hyperglycemia and received unspecified "spray" as treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.